Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. He011d8) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), hypersensitivity ("allergy symptoms") and mental disorder ("psychological/psychiatric problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity and hormone level abnormal had resolved. The reporter considered genital haemorrhage, hormone level abnormal, hypersensitivity, mental disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: product removal date added. New events: allergy symptoms, heavy/abnormal bleeding, hormonal problems, psychological/psychiatric problems added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. He011d8) inserted. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: essure lot number he011d8 was inserted on (B)(6) 2017. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. He011d8) inserted. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") and device breakage ("there appears to be a residual portion of her essure in cornua of her uterus (11 mm)") in a 31 year-old female patient who had essure inserted (lot no. He011d8). Additional non-serious events are detailed below. The patient had a medical history of pancreatic insufficiency in 1988 and weight gain, dactylitis, anxiety, sinusitis recurrent and cystic fibrosis. Previously administered products included: creon, vitamin e nos, vitamin a + d and citalopram. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 125 days after essure insertion, she experienced back pain ("low back pain"). Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion intervention required), genital haemorrhage ("heavy/abnormal bleeding"), hypersensitivity ("allergy symptoms") and mental disorder ("psychological/psychiatric problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with codeine, tranexamic (tranexamic acid) and mefenamic acid as well as surgery (essure removal and to remove essure). At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity and hormone level abnormal had resolved. The outcome of device breakage was unknown. The reporter considered back pain, device breakage, genital haemorrhage, hormone level abnormal, hypersensitivity, mental disorder and pelvic pain to be related to essure administration. The reporter commented: (B)(6) 2017: procedure: essure sterilization. Findings: procedure carried out uneventfully. Right tube had 2 coils and left tube had 5 coils. On (B)(6) 2019 - patient had essure inserted in 2017. She attended contraceptive clinic on (B)(6) complaining of regular periods up until 9 months ago. She states she has occasional pulling sensation but this is not painful. Her bleeding is manageable. She has concerns about teeth pain and hair loss. Reassured patient there is no evidence that essure can cause these symptoms. Patient opted for laparoscopic. Removal of essure devices and bilateral tubal removal and she was given a date for (B)(6) 2019. Patient is concerned regarding her cystic fibrosis and complications following surgery. On (B)(6) 2019: admitted for elective procedure due to pelvic pain. She underwent laparoscopic bilateral salpingectomies, removal of essure, hysteroscopy and excision of endometriosis. Procedure went uncomplicated. On (B)(6) 2020: patient had an operation in (B)(6) 2019 due to complications after she was sterilized following the birth. Resulted in needing her fallopian tubes removed. Following operation, she took 4 weeks off work with anxiety and stress which she attributes to relationship difficulties with her ex-husband and his father and childcare issues. On (B)(6) 2020: since some new cystic fibrosis treatment she feels as though she is putting on weight. She says she tried reducing creon but that she ended up with more severe stomach cramps so she has increased dose again. Discrepancy noted: patient's initials: (B)(6). Discrepancy noted in essure removal date: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [chest x-ray] on (B)(6) 2020: known cystic fibrosis. Lungs are clear with no focal consolidation. Normal cardiac and mediastinal contours. [Colposcopy] on (B)(6) 2017: uterine cervix transformation zone visualized. Creamy vaginal discharge. [Magnetic resonance imaging] on (B)(6) 2019: anteverted uterus. Normal appearances of the endometrial cavity, with a maximal endometrial thickness of 1 cm. Normal thickness of the junctional zone. There is linear loss of signal at the bilateral uterine cornua and presumably within the fallopian tubes bilaterally in keeping with essure device. MRI is not appropriate to demonstrate patency of the tubes; on (B)(6) 2019: this showed normal uterus, normal tubes and normal ovaries. The essure devices are correctly placed in the cornua tubes bilaterally. No pelvic abnormities were seen. [Pathology test] on (B)(6) 2022: clinical details: total hysterectomy. Previous salpingectomy for essure removal. Remaining portion cornu specimen: hysterectomy benign summary: cervix: normal endometrium; weak proliferative activity myometrium: benign leiomyoma biopsy of endometriosis: endometriosis. No evidence of malignancy. [Ultrasound pelvis] on (B)(6) 2019: clinical indication: pelvic pain, previous essure. Report: anteverted uterus with well-defined endometrium measuring 6.2 mm. Essure device noted. Both ovaries appear normal. No free fluid or adnexal masses or cysts demonstrated [ultrasound scan] on (B)(6) 2017: following her essure procedure. This confirmed both essure devices are in the correct location and can now be used as a permanent method of contraception; on (B)(6) 2017: comment: explained likely inflammatory response, no sign of foreign body. Till intermittent swelling and redness, feels something grisly under the skin. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 06-mar-2023: event device breakage added. Pathology test added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") and device breakage ("there appears to be a residual portion of her essure in cornua of her uterus (11 mm)") in a 31 year-old female patient who had essure inserted (lot no. He011d8). Additional non-serious events are detailed below. The patient had a medical history of pancreatic insufficiency in 1988 and weight gain, dactylitis, anxiety, sinusitis recurrent and cystic fibrosis. Previously administered products included: creon, vitamin e nos, vitamin a + d and citalopram. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 125 days after essure insertion, she experienced back pain ("low back pain"). Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion intervention required), genital haemorrhage ("heavy/abnormal bleeding"), hypersensitivity ("allergy symptoms") and mental disorder ("psychological/psychiatric problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with codeine, tranexamic (tranexamic acid) and mefenamic acid as well as surgery (essure removal and to remove essure). At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity and hormone level abnormal had resolved. The outcome of device breakage was unknown. The reporter considered back pain, device breakage, genital haemorrhage, hormone level abnormal, hypersensitivity, mental disorder and pelvic pain to be related to essure administration. The reporter commented: (B)(6) 2017: procedure: essure sterilization. Findings: procedure carried out uneventfully. Right tube had 2 coils and left tube had 5 coils (B)(6) 2019 - patient had essure inserted in 2017. She attended contraceptive clinic on 08-january complaining of regular periods up until 9 months ago. She states she has occasional pulling sensation but this is not painful. Her bleeding is manageable. She has concerns about teeth pain and hair loss. Reassured patient there is no evidence that essure can cause these symptoms. Patient opted for laparoscopic. Removal of essure devices and bilateral tubal removal and she was given a date for (B)(6) 2019. Patient is concerned regarding her cystic fibrosis and complications following surgery. (B)(6) 2019: admitted for elective procedure due to pelvic pain. She underwent laparoscopic bilateral salpingectomies, removal of essure, hysteroscopy and excision of endometriosis. Procedure went uncomplicated. (B)(6) 2020: patient had an operation in (B)(6) 2019 due to complications after she was sterilized following the birth. Resulted in needing her fallopian tubes removed. Following operation, she took 4 weeks off work with anxiety and stress which she attributes to relationship difficulties with her ex-husband and his father and childcare issues. (B)(6) 2020: since some new cystic fibrosis treatment she feels as though she is putting on weight. She says she tried reducing creon but that she ended up with more severe stomach cramps so she has increased dose again. Discrepancy noted: patient's initials: hap. Discrepancy noted in essure removal date: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [chest x-ray] on (B)(6) 2020: known cystic fibrosis. Lungs are clear with no focal consolidation. Normal cardiac and mediastinal contours. [Colposcopy] on (B)(6) 2017: uterine cervix transformation zone visualized. Creamy vaginal discharge. [Magnetic resonance imaging] on (B)(6) 2019: anteverted uterus. Normal appearances of the endometrial cavity, with a maximal endometrial thickness of 1 cm. Normal thickness of the junctional zone. There is linear loss of signal at the bilateral uterine cornua and presumably within the fallopian tubes bilaterally in keeping with essure device. MRI is not appropriate to demonstrate patency of the tubes; on (B)(6) 2019: this showed normal uterus, normal tubes and normal ovaries. The essure devices are correctly placed in the cornua tubes bilaterally. No pelvic abnormities were seen. [Pathology test] on (B)(6) 2022: clinical details: total hysterectomy. Previous salpingectomy for essure removal. Remaining portion cornu specimen: hysterectomy benign summary: cervix: normal endometrium; weak proliferative activity myometrium: benign leiomyoma biopsy of endometriosis: endometriosis. No evidence of malignancy. [Ultrasound scan] on (B)(6) 2017: following her essure procedure. This confirmed both essure devices are in the correct location and can now be used as a permanent method of contraception; on (B)(6) 2017: comment: explained likely inflammatory response, no sign of foreign body. Till intermittent swelling and redness, feels something grisly under the skin.; on (B)(6) 2019: clinical indication: pelvic pain, previous essure. Report: anteverted uterus with well-defined endometrium measuring 6.2 mm. Essure device noted. Both ovaries appear normal. No free fluid or adnexal masses or cysts demonstrated [ultrasound scan] on (B)(6) 2017: following her essure procedure. This confirmed both essure devices are in the correct location and can now be used as a permanent method of contraception; on (B)(6) 2017: comment: explained likely inflammatory response, no sign of foreign body. Till intermittent swelling and redness, feels something grisly under the skin.; on (B)(6) 2019: clinical indication: pelvic pain, previous essure. Report: anteverted uterus with well-defined endometrium measuring 6.2 mm. Essure device noted. Both ovaries appear normal. No free fluid or adnexal masses or cysts demonstrated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure (batch no. He011d8) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pancreatic insufficiency in 1988, cystic fibrosis, sinusitis recurrent and anxiety. Previously administered products included for an unreported indication: creon, citalopram, vitamin a + d and vitamin e. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced back pain ("low back pain"), 4 months 5 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), hypersensitivity ("allergy symptoms") and mental disorder ("psychological/psychiatric problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with codeine, mefenamic acid, tranexamic acid (tranexamic) and surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity and hormone level abnormal had resolved. The reporter considered back pain, genital haemorrhage, hormone level abnormal, hypersensitivity, mental disorder and pelvic pain to be related to essure. The reporter commented: (B)(6) 2017: procedure: essure sterilization. Findings: procedure carried out uneventfully. Right tube had 2 coils and left tube had 5 coils. (B)(6) 2019 - patient had essure inserted in 2017. She attended contraceptive clinic on 08-january complaining of regular periods up until 9 months ago. She states she has occasional pulling sensation but this is not painful. Her bleeding is manageable. She has concerns about teeth pain and hair loss. Reassured patient there is no evidence that essure can cause these symptoms. Patient opted for laparoscopic. Removal of essure devices and bilateral tubal removal and she was given a date for (B)(6) 2019. Patient is concerned regarding her cystic fibrosis and complications following surgery. (B)(6) 2019: admitted for elective procedure due to pelvic pain. She underwent laparoscopic bilateral salpingectomies, removal of essure, hysteroscopy and excision of endometriosis. Procedure went uncomplicated. (B)(6) 2020: patient had an operation in (B)(6)2019 due to complications after she was sterilized following the birth. Resulted in needing her fallopian tubes removed. Following operation, she took 4 weeks off work with anxiety and stress which she attributes to relationship difficulties with her ex-husband and his father and childcare issues. (B)(6) 2020: since some new cystic fibrosis treatment she feels as though she is putting on weight. She says she tried reducing creon but that she ended up with more severe stomach cramps so she has increased dose again. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2020: known cystic fibrosis. Lungs are clear with no focal consolidation. Normal cardiac and mediastinal contours.. Colposcopy - on (B)(6) 2017: uterine cervix transformation zone visualized. Creamy vaginal discharge.. Magnetic resonance imaging - on (B)(6) 2019: anteverted uterus. Normal appearances of the endometrial cavity, with a maximal endometrial thickness of 1 cm. Normal thickness of the junctional zone. There is linear loss of signal at the bilateral uterine cornua and presumably within the fallopian tubes bilaterally in keeping with essure device. MRI is not appropriate to demonstrate patency of the tubes; on (B)(6) 2019: this showed normal uterus, normal tubes and normal ovaries. The essure devices are correctly placed in the cornua tubes bilaterally. No pelvic abnormities were seen.. Ultrasound pelvis - on (B)(6) 2019: clinical indication: pelvic pain, previous essure. Report: anteverted uterus with well-defined endometrium measuring 6.2 mm. Essure device noted. Both ovaries appear normal. No free fluid or adnexal masses or cysts demonstrated. Ultrasound scan - on (B)(6) 2017: comment: explained likely inflammatory response, no sign of foreign body. Till intermittent swelling and redness, feels something grisly under the skin.; on (B)(6) 2017: following her essure procedure. This confirmed both essure devices are in the correct location and can now be used as a permanent method of contraception. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: following information were added/updated in the case: patient age; new hcp reporter; lab data; medical history; treatment drugs; essure removed date; new event ¿back pain¿. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain"), device breakage ("there appears to be a residual portion of her essure in cornua of her uterus (11 mm)"), uterine perforation ("perforation of the uterus") and device dislocation ("device migration with associated complications I") in a 31 year-old female patient who had essure inserted (lot no. He011d8). Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). The patient had a medical history of pancreatic insufficiency in 1988 and arthritis, back pain, rheumatoid arthritis, arthritis, weight gain, dactylitis, anxiety, sinusitis recurrent and cystic fibrosis. Previously administered products included: creon, vitamin e nos, vitamin a + d and citalopram. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 125 days after essure insertion, she experienced back pain ("low back pain"). Essure was removed on (B)(6) 2022. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), device dislocation (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), hypersensitivity ("allergy symptoms"), mental disorder ("psychological/psychiatric problems"), bladder injury ("bladder injury"), gastrointestinal disorder ("bowel injury"), urinary tract disorder ("urinary problems"), device intolerance ("inability to tolerate the device"), arthralgia ("joint pain"), limb mass ("lumps on finger"), tooth disorder ("dental issues"), rash ("skin rash"), alopecia ("hair loss") and abdominal pain lower ("only 1 day of cramp") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with codeine, tranexamic (tranexamic acid) and mefenamic acid as well as surgery (bilateral salpingectomy, and subsequent total laparoscopic hysterectomy with conservation of ovaries). At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity and hormone level abnormal had resolved. The outcomes for device breakage, uterine perforation, device dislocation, bladder injury, gastrointestinal disorder, urinary tract disorder, device intolerance, arthralgia, limb mass, tooth disorder, rash, alopecia and abdominal pain lower were unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, bladder injury, device breakage, device dislocation, device intolerance, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, limb mass, mental disorder, pelvic pain, rash, tooth disorder, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: 14-feb-2017: procedure: essure sterilization. Findings: procedure carried out uneventfully. Right tube had 2 coils and left tube had 5 coils on (B)(6) 2019 - patient had essure inserted in 2017. She attended contraceptive clinic on (B)(6) complaining of regular periods up until 9 months ago. She states she has occasional pulling sensation but this is not painful. Her bleeding is manageable. She has concerns about teeth pain and hair loss. Reassured patient there is no evidence that essure can cause these symptoms. Patient opted for laparoscopic. Removal of essure devices and bilateral tubal removal and she was given a date for (B)(6) 2019. Patient is concerned regarding her cystic fibrosis and complications following surgery. On (B)(6) 2019: admitted for elective procedure due to pelvic pain. She underwent laparoscopic bilateral salpingectomies, removal of essure, hysteroscopy and excision of endometriosis. Procedure went uncomplicated. On (B)(6) 2020: patient had an operation in (B)(6) 2019 due to complications after she was sterilized following the birth. Resulted in needing her fallopian tubes removed. Following operation, she took 4 weeks off work with anxiety and stress which she attributes to relationship difficulties with her ex-husband and his father and childcare issues. On (B)(6) 2020: since some new cystic fibrosis treatment she feels as though she is putting on weight. She says she tried reducing creon but that she ended up with more severe stomach cramps so she has increased dose again. Essure removal date discrepancy noted: on (B)(6) 2022. Discrepancy noted: patient's initials: (B)(6) discrepancy noted in essure removal date: on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [chest x-ray] on (B)(6) 2020: known cystic fibrosis. Lungs are clear with no focal consolidation. Normal cardiac and mediastinal contours. [Colposcopy] on (B)(6) 2017: uterine cervix transformation zone visualized. Creamy vaginal discharge. [Magnetic resonance imaging] on (b)6) 2019: anteverted uterus. Normal appearances of the endometrial cavity, with a maximal endometrial thickness of 1 cm. Normal thickness of the junctional zone. There is linear loss of signal at the bilateral uterine cornua and presumably within the fallopian tubes bilaterally in keeping with essure device. MRI is not appropriate to demonstrate patency of the tubes; on (B)(6) 2019: this showed normal uterus, normal tubes and normal ovaries. The essure devices are correctly placed in the cornua tubes bilaterally. No pelvic abnormities were seen. [Pathology test] on (B)(6) 2019: macroscopic report: first tube: 40 mm in length and 10 mm in diameter second tube: 40 mm in length and 10 mm in diameter at fimbrial end is a thin walled paratubal cyst measuring 5 mm in diameter which contains clear watery fluid; on (B)(6) 2022: clinical details: total hysterectomy. Previous salpingectomy for essure removal. Remaining portion cornu specimen: hysterectomy benign summary: cervix: normal endometrium; weak proliferative activity myometrium: benign leiomyoma biopsy of endometriosis: endometriosis. No evidence of malignancy. And endometriosis: two fragments of fibrous tissue measuring 20 x 17 mm in aggregate. Both pieces embedded in 2 a. [Ultrasound scan] on (B)(6) 2017: following her essure procedure. This confirmed both essure devices are in the correct location and can now be used as a permanent method of contraception and essure confirmation uss 3 months since procedure no problems only 1 day of cramp both devices seen clearly 46.2mm between correct placement; on (B)(6) 2017: comment: explained likely inflammatory response, no sign of foreign body. Till intermittent swelling and redness, feels something grisly under the skin.; on (B)(6) 2019: clinical indication: pelvic pain, previous essure. Report: anteverted uterus with well-defined endometrium measuring 6.2 mm. Essure device noted. Both ovaries appear normal. No free fluid or adnexal masses or cysts demonstrated; on (B)(6) 2021: suggestive of very small intramural fibroid but otherwise normal appearance of the uterus and both ovaries, appears to be a very small portion of coil remaining sensation of a vaginal prolapse and heavy periods. Not painful discomfort periods are regular, but heavy lasts 5-7 days every cycle had 2 vaginal deliveries no defect that needed treatment; on (B)(6) 2021: impression: small intramural fibroid otherwise normal appearance of uterus and both ovaries. Small residual portion of essure coil within left cornua [ultrasound scan] on (B)(6) 2017: following her essure procedure. This confirmed both essure devices are in the correct location and can now be used as a permanent method of contraception and essure confirmation uss 3 months since procedure no problems only 1 day of cramp both devices seen clearly 46.2mm between correct placement; on (B)(6) 2017: comment: explained likely inflammatory response, no sign of foreign body. Till intermittent swelling and redness, feels something grisly under the skin.; on (B)(6) 2019: clinical indication: pelvic pain, previous essure. Report: anteverted uterus with well-defined endometrium measuring 6.2 mm. Essure device noted. Both ovaries appear normal. No free fluid or adnexal masses or cysts demonstrated; on (B)(6) 2021: suggestive of very small intramural fibroid but otherwise normal appearance of the uterus and both ovaries, appears to be a very small portion of coil remaining sensation of a vaginal prolapse and heavy periods. Not painful discomfort periods are regular, but heavy lasts 5-7 days every cycle had 2 vaginal deliveries no defect that needed treatment; on (B)(6) 2021: impression: small intramural fibroid otherwise normal appearance of uterus and both ovaries. Small residual portion of essure coil within left cornua quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. New events device migration, bladder, bowel and urinary problems, inability to tolerate the device, perforation of the uterus, joint pains, lump on finger dental issues; skin rash; lower abdominal pain , device removal difficulty and hair loss are added. Medical history , reporter information & lab data updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.